Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on (B)(6) 2025, the device was implanted to right femur of the patient. Revision surgery will be performed on (B)(6) 2026 due to nonunion."